Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. At the end of that month, patient did not feel well and experienced pain at stoma site. During the week of (B)(6) 2018, a swab from stoma site was taken. The husband reported that the infection of the stoma was confirmed from swab. The patient was started on unspecified antibiotics and started to feel a lot better.